Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device stopped providing ventilation and the patient's blood oxygen saturation decreased. Healthcare professional used a bag valve mask in order to provide ventilation and patient's blood oxygen saturation returned to previous level. Customer site replaced affected device with another ventilator. Philips salesperson initially evaluated the device at on site, the device started properly and reported issue was not duplicated. Device alarm log was observed and device was forwarded to philips service center for further evaluation. The ventilator was returned to the philips service center for evaluation and the reported alarm was unable to be duplicated. Alarm log was reviewed and a "vent inop" code was found. The device's system board and blower assembly were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The device stopped providing ventilation and the patient's blood oxygen saturation decreased. Healthcare professional used a bag valve mask in order to provide ventilation and patient's blood oxygen saturation returned to previous level. Customer site replaced affected device with another ventilator. Philips salesperson initially evaluated the device at on site, the device started properly and reported issue was not duplicated. Device alarm log was observed and device was forwarded to philips service center for further evaluation. The ventilator was returned to the philips service center for evaluation and the reported alarm was unable to be duplicated. Alarm log was reviewed and a "vent inop" code was found. The device's system board and blower assembly were replaced to address the issue. After clinical reassessment, this report will now be filed as a product problem. Corrections have been made as follows: section b. Adverse event/product problem changed to "product problem", outcomes attributed to ae changed to none, and section h. Type of reported complaint changed to "product problem." Coding has been updated accordingly.